Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076 implantable pacing lead (B)(6) 2011; 7122 competitor implantable tachy lead (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead thresholds had been slowly increasing over time. In (B)(6) 2012, the thresholds were 2.5v @ 0.4 ms and currently were 2.75v @ 0.4 ms. The lead remains in use. No patient complications have been reported as a result of this event.